Event description:
Used dexcom device. Adhesive caused welt on arm with small bumps burning and pain and itching. Stood on arm for 1 and a half months after discontinued use. Went to doctors to seek treatment for the bumps and redness. FDA safety report ID # (B)(4).